Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was advanced but it failed to cross the lesion. The device was removed and upon inspection, the stent showed a visible deformity. The procedure was completed with a different device. There were no patient complications reported and the patient was doing well.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was advanced but it failed to cross the lesion. The device was removed and upon inspection, the stent showed a visible deformity. The procedure was completed with a different device. There were no patient complications reported and the patient was doing well.

Manufacturer narrative:
Device evaluated by MFR. : synergy ous mr 2.75 x 28mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of proximal stent damage with stent struts pulled in a distal direction at the distal end. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination found issues with the bumper tip, which showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.